Event description:
Reporter is consumer who purchased wheelchair about 6 yrs ago. She says it's a "lemon." She has had nothing but trouble with the chair. Has had it serviced on numerous occasions for various reasons to include a foot plate that wouldn't hold up and kept falling on her, replacement batteries every few mos (wouldn't hold a charge), a series of electrical problems (that would not get fixed and break again) and new tires. The co would do the pick up for her repairs. A replacement wheelchair costs $150/day and gets charged to health insurance (medicare). Reporter feels that the medical supplier is taking advantage of the crippled pt. She has been ill for several yrs and feels that the money expended on repairs could have purchased a new wheelchair. The "pride" is considered top of the line. She is planning to get another chair and feels this particular co needs to be exposed. (Repairs took approx 3-4 days to turn around).